Event description:
A (B)(6) female patient called in to zoll lifecor customer support to report that her monitor made a loud "eeekk" sound and now neither battery would power on the system. Support issued the patient a replacement monitor and electrode belt.

Manufacturer narrative:
Device manufacture date: monitor (B)(4): 01/2010, electrode belt (B)(4): 10/2009. Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (alarms when belt attached) has been confirmed. Upon evaluation, it was discovered that the electrode belt had an intermittent connection on the distribution node. The connection to component j704 on the distribution node was not fully seated. The root cause of the partially unplugged connection cannot be positively identified but was likely an assembly error during manufacturing. Device evaluation of monitor (B)(4) has not yet been completed. The root cause investigation is currently underway. A supplemental report will be submitted upon completion. No adverse event resulted from the defective electrode belt. The patient received a replacement monitor and electrode belt.